Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to oxidation on the tin pins of inter-pca connector j1000. The oxidation build-up on the tin connectors increased the resistance, causing the failure. No adverse event resulted from the defective monitor.

Event description:
During evaluation of monitor sn (B)(4) for a non-reportable problem, the monitor failed a pulse test during incoming functional testing.